Manufacturer narrative:
The insulin pump was received with partially broken off reservoir tube lip. The insulin pump was received with missing retainer and reservoir tube lip o-ring. Analysis was unable to perform rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to physical damage to case. However, the insulin pump was received with operating currents within spec. The insulin pump alarmed pump error during self test due to cold solder joint at keypad assembly. The insulin pump received with cracked keypad overlay at select button, minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a piece of the retainer ring came off. The customer's blood glucose was unknown at the time of incident. The customer mentioned that they experienced high since the damage occurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.